Manufacturer narrative:
(B)(4).

Event description:
It was reported that fluid leakage from the catheter occurred. A 1.50mm rotalink¿ plus was selected for use. During preparation, it was noted that outer sheath was damaged and saline leaked out. Procedure was not completed as same device was unavailable. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: device returned for analysis. Returned product consisted of the rotablator rotalink plus device. The handshake connection, sheath, coil, and burr were microscopically and visually inspected. The sheath was split 72cm distal of the strain relief. The damage to the sheath is consistent with damage being cause by the device being over-tightened by the hemostasis valve. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. When the drip line was turned on, water started leaking from the split in the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that fluid leakage from the catheter occurred. A 1.50mm rotalink plus was selected for use. During preparation, it was noted that outer sheath was damaged and saline leaked out. Procedure was not completed as same device was unavailable. No patient complications were reported.